Event description:
One endeavor sprint rx drug-eluting stent was implanted in the distal rca. Patient was asymptomatic at 30 day follow up. Approximately four months post index procedure, a spontaneous gi bleed is reported to have occurred. Investigator reported that the event was not related to the study stent. The patient was asymptomatic at 30 day follow up, but patient status following gi bleed has not been indicated. No secondary intervention is reported.

Manufacturer narrative:
Results: gi bleed.